Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction 1)the loop was placed around the body tissue. 2)the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3)the slider was pulled to tighten the loop. 4)because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. (See fig. 1) 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6)pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. (See fig. 6) 7)the slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device polyloop the other day and it did not detach when we tried to release it so they had to snap it. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned for evaluation and the customer's allegation was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.